Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the icp had decoupled from the drive motor. About halfway through they started hearing back flow warnings on the system1. They triaged drive motor and icp head, determined the icp had decoupled from the drive motor. They reseated and continued with case. There was a short delay, as they were off pump for a short time. *no consequence or health impact to patient *product was not changed out *procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available for this reason, terumo references evaluation conclusion code 11. H3 - evaluation is in progress, but not yet concluded the product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 30, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, no anomalies were noted. The sample was set up in a circuit and the pump was placed on a drive motor, the revolutions per minute (rpm) were slowly increased to a total of 3500 rpm and the pump stayed attached to the drive motor with no decoupling noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.